Event description:
It was reported to medtronic minimed that the customer experienced the battery below the cap was broken. There was plastic is missing. The railing of the pump is broken. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884. Troubleshooting was performed. Customer confirmed pump had a damage at belt clip rail and battery tube threads. No harm requiring medical intervention was reported. No product return is required for acc-1601. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. The pump p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, cracked case, scratched case, broken battery tube threads and broken belt clip rails. Cosmetic damage was confirmed at the battery tube threads and belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per the additional information received, the damage is where the battery cap rests when on the pump. The damage is on the pump itself and not on the battery cap. So, the event submitted under regulatory report number 2032227-2025-221952 is not reportable.